Event description:
Info received indicates the bed operates by itself in the articulating mode. The head, knee, foot, and high/low functions operate unintentionally.

Manufacturer narrative:
The tech isolated the issue to the gci and right immediate siderail cables. He replaced the cables to repair the bed.